Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of four sealed devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The visual inspection and functional evaluation of the product had acceptable results. The returned product, as received by medtronic, was found to meet medtronic quality release specifications after application in the clinical setting. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgipro 8-0 "breaks" just after needle. It broke after anastomosis was completed as well. It happened with the use of three packs. This ftr was opened to capture 1 of 3 patients reported in a response to follow up sent out for (B)(4). No adverse events have ben reported.